Event description:
A malfunction alarm with code malf 16 was reported, and no notable events occurred prior to the malfunction. There was no reported impact to the customer's blood glucose level, as they declined to answer whether their level exceeded 500 mg/dl. Technical support arranged for the pump to be replaced and provided the customer with instructions for using an alternate insulin delivery method, mdi. They also instructed the customer on how to put the pump into storage mode before returning it, which the customer understood and acknowledged.